Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge, deliver a 9-unit bolus, and assisted in loading a new cartridge. Insulin therapy was successfully resumed, and the issue was resolved.